Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring has displayed episodes showing what appears to be noise on this lead. Lead remains implanted but will be addressed further. No adverse patient events were reported. Should additional information become available, this file will be updated.